Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the reported bent cannula or occlusion alarm. Initiation of an occlusion alarm, a safety feature not considered a malfunction, in response to a bent cannula indicates that the pod was functioning as intended. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The patient reported that at 9:08 am on (B)(6) her blood glucose measured 472 mg/dl which she corrected with a 28.4 unit bolus. At 10:18 am her bg was up to 488 mg/dl. The bolus calculator suggested a 9.7 unit bolus but the pod had an occlusion alarm and was removed. She saw that the cannula was bent. The device was discarded. She went to the emergency room with bg over 500 mg/dl, nausea, difficulty breathing, and large ketones. At 10:30 am she was given an injection of 25 units. Her bg read "high" (>500 mg/dl) at 10:59 am and 11:28 am. She was diagnosed with diabetic ketoacidosis and treated with a basal drip, IV fluids and zofran. She was released the same day.